Event description:
Patient reported "rupture, leakage, pain ". Healthcare proessional later reported "deflation" this record is for the right side. Device was explanted.

Event description:
Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 09apr2024.

Event description:
Patient reported "rupture, leakage, pain ". Healthcare professional later reported deflation this record is for the right side. Device was explanted.

Event description:
Healthcare professional later reported "capsular contracture baker grade IV". This record is for the right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "rupture, leakage, pain." Healthcare professional later reported deflation this record is for the right side. Device remains implanted.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: deflation: observed, an opening assessed, as fold flaw opening. Capsular contracture: unable to observe. Pain: unable to observe. Particles in the valve: not observed.as per the investigation procedure: particles, wear abrasion and creases were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported, "rupture, leakage, pain". Healthcare professional, later reported, deflation. This record is for the right side. Device was explanted.